Manufacturer narrative:
Device available for evaluation changed this section to "yes" and put 10/13/2017 as the date of device return. Device evaluated by manufacturer: changed this section to "yes." Results of explant evaluation: the device fragment was returned and an explant evaluation was performed. It was confirmed that present on the abluminal surface was a loosely adherent, soft nodular mass. The site of abluminal mass was associated with numerous linear to semilunar perforations on the abluminal surface of the vascular graft. One perforation was noted to extend through the graft and opposing wall. The remainder of the fragments abluminal surface was yellow, generally devoid of tissue and had multiple areas of evenly spaced serration marks. The lumen of one pole was filled with soft, friable, dark brown tissue. The lumen of other pole was patent. Histopathological examination of three tissue and graft material specimens from poles 1-2 and the center of the graft was performed. The submitted fragment of the vascular graft was grossly unremarkable. Microscopically, sections from the ends of the submitted fragment had no significant findings. There was coagulated blood within the lumen of one end consistent with explant artifact. Section obtained from the middle of the fragment was marked by multiple transmural perforations and luminal deposition of collagenous neointima. Regionally, within the eptfe interstices of the basetube was a dense accumulation of partially mineralized cellular and nuclear debris, and a mixed inflammatory response that is consistent with a bacterial infection however bacteria were not identified on the gram stain. The remaining fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device fragment was examined for material disruptions with the aid of a stereomicroscope. The identified findings were not associated with handling or manufacturing process. The material aberration identified are consistent with those caused by surgical instrumentation and cannulation of a gore® acuseal vascular graft for dialysis access.

Manufacturer narrative:
As the exact date of event is unknown, (B)(6) 2017 will be determined as the date of event. Dates of device implant and explant: on (B)(6) 2016 will be determined as the date of device implant and (B)(6) 2017 as the date of device explant. (B)(4). A review of the manufacturing records for the device could not be conducted the lot number of the device was not available. (B)(4).

Event description:
In 2009, the patient underwent an arterio-venous shunt preparation procedure in the left forearm to treat renal insufficiency. In (B)(6) 2016, the existing arterio-venous shunt was no longer available for dialysis access so that the patient was implanted with a gore® acuseal vascular graft (ech060040j/unknown lot number) in the left forearm. In (B)(6) 2017, infection was revealed on an arterial access site of the gore® acuseal vascular graft. It was partially explanted to treat the graft infection. In (B)(6) 2017, another gore® acuseal vascular graft was implanted to prepare for a bypass to the existing graft.